Event description:
During transport from one hospital to another the pump's system error message started and the ECG's signals were lost. The patient was taken off the pump, and there were no complications.